Event description:
It was reported that the patient with this pacemaker fainted during an episode. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker fainted during an episode. This pacemaker remains in service. No adverse patient effects were reported.